Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary # product ID# 5071-35. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising. (B)(4)

Event description:
It was reported that the ventricular lead was recording high impedance values due to a lead fracture. The patient is being monitored and the lead remains in use. No patient complications have been reported as a result of this event.